Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, no electrical anomalies were found. It was noted that the upper and lower cases were broken, the ring cover was broken, the main keypad was out of specification and the ring was bent.

Event description:
It was reported that during routine testing of the external pulse generator the "on" button was pressed and the unit did come on but then immediately shut off. A new battery was tried but this did not resolve the situation. The generator was returned for service. There was no patient involvement with this event.